Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, they had a hypoglycemic event requiring medical intervention. At 2 am the patient took insulin and went to bed. At 4:30 am the patient receiver alerted them of a low and they ate candy and a cup of fruit. The patient went back to bed. The patient's wife heard the receiver alarm going off around 7 am and she called the paramedics. Patient awoke to the paramedics being present at 8:45 am. Paramedics treated intravenously with dextrose. Patient stated they over compensated their low with fruit as they had also given themselves insulin, causing their blood sugar to drop. The patient was taken to the hospital, monitored and released the same day. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).